Manufacturer narrative:
H6: medical device problem code 2017 clarifier- failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The absolute pro ll device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported the procedure was to treat a moderately calcified and heavily tortuous lesion in the left anterior femoral superficialis. An 8fr sheath was placed and the 7.0x150mm absolute pro ll self expanding stent system (ses) was advanced over a .018 guide wire to the target lesion. Deployment was attempted however the stent did not come out. The sheath was advanced in order to remove the ses; however the stent deployed approximately 1cm from the sheath. The sheath was removed from the patient with the guide wire remaining when it was noted the stent jumped out of the sheath directly at the puncture site. The stent was sticking out therefore it was easily removed. Another sheath was placed and another absolute pro was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult or delayed activation was unable to be replicated in a testing environment due to the condition of the returned device. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. Reportedly, the 7.0x150mm absolute pro ll self-expanding stent system (ses) was advanced over a .018¿ guide wire to the target lesion. Use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system. It should be noted the absolute pro ll peripheral self-expanding stent system instructions for use (IFU) states: one (1) 0.035¿ (0.89 mm) diameter guide wire. The deviation of the IFU appears to have caused/contributed to the reported difficulties. The investigation determined the reported difficulties appear to be related to deviation of the instructions for use and subsequent circumstances of the procedure as it is likely that during advancement use of the undersized .018¿ guide wire in conjunction with interaction with the moderately calcified, heavily tortuous anatomy resulted in bending the device such that during attempted deployment prevented the shaft lumens from moving freely; thus resulting in the reported difficult or delayed activation. Interaction with the anatomy/other devices and/or manipulation of the compromised device resulted in the noted device damages (distal tip striation marks, inner member tears, sheath tear, sporadically wrinkled sheath, bunched stabilizer, stretched stent, separated stent strut) likely contributing to the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.